Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 14 Plus / 2.9.1 / iOS 26.1.